Manufacturer narrative:
(B)(4). Results: stenosis. Unknown cause of event. Conclusion: unknown cause of event. Stenosis.

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 45 mm diameter fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 31 mm, proximal diameter of non-aneurysm aortic neck was 24 mm, distal diameter of non-aneurysmal aortic neck was 22 mm, diameter of right iliac artery was 13 mm, diameter of left iliac artery was 11 mm, diameter of right femoral artery was 9 mm, and diameter of left femoral artery was 8 mm. The right iliac artery was moderately tortuous. The left iliac artery was mildly tortuous. Degree of circumferential thrombus and / or calcification was 10%. It was reported that a follow up CT scan with contrast found stent graft stenosis. No intervention was performed. No clinical sequelae were reported and the patient is being monitored.